Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
The procedure was performed without any incident using a avx® thrombectomy set. Post procedure, during transporting the patient back, the patient experienced lightheadedness and thought she was going to pass out, then had a seizure like activity and became unresponsive and a code was called. The response team performed normal protocol. The patient was doing fine.